Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan alleging that her onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr listen again to the call recording. The patient stated that the alleged meter issue began on (B)(6) 2016 at 10am when she was in hospital for surgery. The patient claimed obtaining a reading of 160mg/dl using the subject meter compared to a reading of 115mg/dl using a hospital meter, all readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes using an insulin pump and reportedly increased her dose of novolog insulin in response to the alleged issue. The patient claimed that she experienced symptoms of shaky and symptoms of low blood glucose approximately 20 minutes after the alleged issue began and reportedly received hcp treatment of IV-glucose (dextrose) on (B)(6) 2016 at 10:30am in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the testing technique was correct and the test strips were stored correctly and within expiry. The csr was unable to walk the patient through a control solution test. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, and subsequently received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.